Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # 492c41. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with no reload, no battery present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the instrument. It can be inserted in either orientation; there is no up or down. Ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted. To remove the battery pack, squeeze the release tabs and pull the battery pack straight back. (The instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 492c41, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/4/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pse45a, with lot/batch number a9dc1t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a unk surgery, opened the packing, before used on the patient, noted the battery was with abnormal high temperature. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.